Manufacturer narrative:
Tracking no: (B)(4). UDI #: not reported.

Event description:
According to the reporter: during a sleeve gastrectomy procedure, the device would not stay loaded correctly. The needle would fall out. A new instrument was used to finish the case. The patient is currently fine. No adverse events have been reported.